Manufacturer narrative:
The device subject of the event was discarded and could not be returned for evaluation. Without the returned device, a root cause cannot be determined. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, a part of the scissors "broke" off onto the patient. It has been reported the broken piece was retrieved successfully. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The scissors subject of the reported event have been returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.